Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg due to being implanted too deep in the left buttock. The patient underwent a revision wherein the ipg was repositioned.